Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect positioning sensor unit (psu). Medtronic investigation of returned suspect device finds that, as reported, the laser pointer was not functional under battery power. However, when connected to power, the laser was functional. The psu failed an aak test at .54 mm with a passing threshold of .35 mm. Failure: electrical. Laser battery dead. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 08/10/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that a site's navigation system camera laser pointer was not working properly. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.